Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. (B)(4).

Event description:
It was reported that the auto mode was not active during critical pump error.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error on the lcd screen due to heavy corrosion and rust on electrical board along the bottom of the board. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip. The s/n label located between the belt clip rails has rubbed off and become illegible, and the middle (enter) keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 583 mg/dl at the time of incident. The customer¿s current blood glucose level is 583 mg/dl. Other blood glucose value mentioned such as 283 mg/dl. The customer reported that they received the open book image on the insulin pump screen. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.